Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 320 which was not reproduced. System error 320 was verified through a review of the event history log and found to be caused by a failed lower link switch. The failed lower auxiliary assembly (containing the link switch) was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed system error 320 (latch switch error). There was no report of patient injury or medical intervention associated with this event. No additional information is available.